Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The provided photos show 2 images of the procedure in vivo prior to hemo spray application, in the photos there is a hemostatic clip in place and a portion of the endoscope is in view indicating the endoscope is retroflexed. In the third image hemospray powder can be seen in vivo having been applied to the site and onto the endoscope. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event and the photos provided. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause cannot be confirmed, however scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." A corrective action has been initiated to further investigate powder adherence to the distal end of the scope. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
During a procedure that required hemostasis, the physician used a cook hemospray endoscopic hemostat. It was reported that the scope was in the retroflexed position and that the scope had powder on it and that it was stuck and difficult to remove. It was also reported that they were spraying water and moving the scope the entire time. After one hour they could move the scope. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.